Event description:
Event description guidant received information that a patient with this explanted implantable cardioverter defibrillator (ICD) called guidant's technical services to inquire if his previous device, explanted for erosion, was returned. The patient stated that it got explanted on 12/8/03 along with the leads due to erosion and was replaced with a non-guidant system. The patient was also concerned that the 1821 device only lasted 2 years. ,